Event description:
It was reported that during a cholecystectomy procedure, only every second or third clip would closed correctly. Took new instrument to complete the case. No further info is available. There were no adverse consequences to the pt.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.